Event description:
Pt was having a total hip arthroplasty. After the cement was injected, the prosthesis inserted, and the excess cement removed, the pt's bp dropped and she required full resuscitation. She was taken to ICU and she remained on a ventilator for a few days. She is improving.